Event description:
It was reported to boston scientific corporation in 2009, that a one step button initial placement gastrostomy kit was used during a peg (percutaneous endoscopic gastrostomy) procedure performed in 2008. According to the complainant, within a month of placement, nutrition leaked from the port. Decompression was performed, however, the nutrition leak continued. The procedure was completed with a different device (product and manufacturer unk). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.